Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: bipolar outer femoral head was luxated / detached from the trident 10 ° constrained acetabular insert while in patient. Components were implanted in patient on (B)(6) 2020.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text: device not returned.

Event description:
The following was reported: bipolar outer femoral head was luxated / detached from the trident 10 ° contrained acetabular insert while in patient. Components were implanted in patient on (B)(6) 2020.